Manufacturer narrative:
The device sample from the reported event has been returned to angiodynamics. As the guidewire is a purchased component, it will be forwarded to our supplier for evaluation. Upon completion of the investigation a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported, "guidewire packaged in (PICC) kit had a small barb sticking out which would not allow the introducer to pass over the wire." The guidewire was returned to angiodynamics unravelled and in two pieces. When queried, the end user hospital indicated that they "cut the guidewire in half to complete the insertion." No patient injury or complications were reported.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the xcela pasv PICC product family and the failure mode "guidewire - barb." No adverse trend was identified. The guidewire was returned to angiodynamics in two pieces (per the sales rep, the end user had cut the guidewire in half to complete the insertion). It was then forwarded to lake region mfg., angiodynamics' guidewire supplier, along with a supplier corrective action request (scar). Lake region described the condition of the wire as "kinked, bent, and offset." When examined microscopically, no anomalies were noted to the distal or proximal welds of the guidewire. Based on the condition of the wire and the information provided by the end user, it was not possible to define a definitive root cause for the event. Lake region's review of their device history records indicate that the product met specification prior to shipment. (B)(4).